Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to communicate with the ipg following an MRI procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in helpticket 333743, csh-28329 and csh-28471. The initial submission attempt was performed on 23 september 2022.